Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation: although the evaluation of the submitted system controller log files confirmed the report of pump off alarms and low speed events, a specific cause for the events could not be conclusively determined through this evaluation as there is no product available for investigation. The account reported that the patient arrived to the emergency department on (B)(6) 2019 with pump off alarms. The controller was replaced, and the pump started. The evaluation of the submitted log files revealed several pump stops and low speed events on the first controller as the pump appeared to have struggled to maintain the set speed of 8800 rpm. The pump speed was mostly captured between 0 rpm and 2000 rpm, and power elevations up to 31.9 w were observed during these events. These pump stops and low speed events occurred while the system controller was connected to 14 v li-ion battery power. The driveline was disconnected from the first controller on the timestamp 493 days, 14 hours, 14 minutes, and then it was connected to the second controller with a timestamp of 0 days, 0 hours, 0 minutes. Several additional pump stops and low speed events were observed on the second controller until the final event of the log file captured the pump functioning at 8600 rpm on the timestamp 0 days, 0 hours, 1 minute. It was reported that the patient then experienced an additional pump stop event at due to being placed on a grounded patient cable. The patient was placed on an ungrounded patient cable, but an additional pump stop event was reported at 7:56 am on (B)(6) 2019. The evaluation of an additional log file revealed pump stops and low speed events for approximately 4 minutes beginning on the timestamp 0 days, 8 hours, 21 minutes. These events occurred while the system controller was connected to a power module, and power elevations up to 11.6 w were noted during this time. In addition, a pump stop and low speed event was captured on the timestamp 0 days, 18 hours, 4 minutes while the system controller was connected to a power module. Of note, the evaluation of the log file could not conclusively determine which pump stop event occurred on the grounded patient cable. Based on previous complaint history, the events observed throughout the submitted data appear consistent with a potential driveline issue the patient remains ongoing on (B)(6); however, it was later reported that the patient continued to experience pump stop events on the ungrounded patient cable in (B)(6) of 2019 (reference MFR #2916596-2019-02893). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of problem or event: previous external driveline replacement (B)(6) 2017 was reported under MFR #2916596-2017-03323. Approximate age of device- 5 years, 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient arrived to the emergency room via ems with his "batteries beeping on (B)(6) 2019. It was determined the pump was turned off; the pump was jump started and a "replace system controller" alarm occurred. The system controller (B)(4) was replaced. The patient is stable and no labs or diagnostics were performed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. This behavior is indicative of potential issues with the percutaneous lead (driveline). The pump was unable to maintain set speed on both primary and backup controller. Pump stoppages occurred on both power sources. Technical services advised the customer that a phase to phase short is strongly suspected. On (B)(6) 2019, additional log files were sent following another pump stop which occurred when the patient was placed on a regular patient cable. The patient was switched back to an ungrounded cable. Per technical services' log file review, the data showed two additional motor stops. The data also showed 7 low speed hazards occurring at the same approximate time as the motor stops. All of these events occurred while patient was on ac power. There also multiple power spikes seen within the log file. Due to the motor stops being caused by suspected driveline issues there is no indication that swapping the controller would provide any additional assistance in resolving the motor stops. The patient already had a full length external driveline replacement on (B)(6) 2017 and another replacement cannot be performed. It was confirmed that there was nothing identified with the returned segment of the driveline from the previous replacement. The test did not reveal any insulation breaches that would have contributed to an electrical short. On (B)(6) 2019, the clinician reported the patient was not symptomatic during the pump stops. No additional troubleshooting or treatment has been rendered. The patient is not a pump exchange candidate and therefore does not have any further options. Patient will return home with pump stops until he decides on hospice. No additional information was provided.